Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic, pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, uterine fibroids, menorrhagia, insomnia, anxiety, seizure and intramural leiomyoma of uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condit/prob") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Partial)/laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometrial ablation, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, anaemia, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder and nervous system disorder outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, gastrointestinal disorder, nervous system disorder, pelvic pain, seizure, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events rash/skin condition, fatigue, gi conditions, nuero condit/prob and seizures. Date(s) of removal: (B)(6) 2019 (as pif) discrepancy noted. As per mr, discrepancy noted in date of removal : (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic, pain'), endometrial ablation ('ablation') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condit/prob") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometrial ablation, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, anaemia, dermatitis allergic, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder and nervous system disorder outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, gastrointestinal disorder, nervous system disorder, pelvic pain, seizure, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events rash/skin condition, fatigue, gi conditions, nuero condit/prob and seizures. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: this case was become incident. Event injury was updated as chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, anemia, rash/skin condition, bladder probs., uti, vag. Infect.,vag. Discharge, fatigue, gi conditions, nuero condit/ prob,, seizures and ablation. Patient date of birth, lab data and treatment details added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.